Event description:
The lay user/pt's mother contacted lifescan in may 2006 and laaeged that she had the calcode issue with the pt's one touch ultra meter. The medical affairs spec. (Mas) called and spoke with the reporter the next day and obtained further information from her. The reporter informed the mas that five days ago, hwne her daughter had attempted to test her blood glucose on the meter, the calcode was missing and failed to appear on the display when the test strip was inserted. Due to this issue, the pt was not able to test her blood glucose on the meter. During the this time, the pt had continued to to take her set amount of 50 units of nph insulin in the morning and 20 units of nph insulin in the evening. On may 18, 2006 mid morning, the pt was "going to the bathroom a lot." She had not taken her morning 50 units of insulin yet. She attempted to test on the meter, but noticed that the calcode was missing and was not able to obtain a reading. Her mother (reporter) then attempted to test her on the meter even though the calcode was mossing, but received the error 3 missing. She attempted one more test after that, but received the error 3 message again. The reporter then tested the pt on the nrighbor's meter and received a result in the "400's". She called the doctor and was advised to give increase her morning dosage of insulin to 52 units and decreased her evening dosage to 15 units. After taking the insulin, the pt felt better. At the time of troubleshooting, it was verified that this was not a new meter. The reporter was walked through resolving the issue, but the issue persisted. This complaint is reported because the meter failed to provide a result at the time the pt was experiencing symptoms that could suggest hyperglycemia. She was tested on the neighbor's meter with a result in the "400s" and was advised by the dostor to alter the insulin regimen. The meter issue was not resolved with troubleshooting. A replacement meter, control solution, and test strips were sent to the lay user/pt.